Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6)2005. (B)(4).

Event description:
It was reported that the left ventricular lead had increasing threshold and decreasing impedance; fluoroscopy revealed the lead was dislodged. During the lead replacement procedure, the physician noted that the anchoring sleeve had been cut in half by the sutureso the sleeve was not holding the lead in a stable position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.